Event description:
It was reported that the 9900 system would not boot up prior to a demo. Also the caster would not lock.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced and the wheel was repaired during the service call. The system was tested and found to be working as intended and put back into service.